Event description:
It was reported that prior to starting a da vinci surgical procedure the instrument cannula did not pass the gage pin test. The cannula was not used in the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cannula returned failed the gage pin functional test. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.